Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) ranged between less than 40-300mg/dl. Customer ate sugar or delivered a bolus to address bg levels. Tandem technical support reviewed the pump data logs and found the pump was functioning as intended. Subsequently, the customer declined additional troubleshooting. Reportedly the customer had an alternate pump for insulin therapy.